Manufacturer narrative:
(B)(4). A device history eview could not be conducted since the lot number was not provided. The device is not expected to be returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The suture needle broke off in the ligament on deployment and it could not be located. The suture looked frayed when they realized the dart had broken off. An x-ray was performed but the dart could not be seen. The patient's condition was reported as unknown.